Event description:
It was reported that a patient underwent an unknown surgery in (B)(6) 2023 and suture was used. It was reported that before the surgery it was noted there were foreign matters in the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: please describe the type of foreign matter that was observed. Contacted with the sales rep today via phone, the information required is unknown. Are there any photos of the foreign matter available? No the following information was requested: please provide the lot number associated to this complaint. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Information requested is unknown. Please provide the lot number associated to this complaint. H3 evaluation: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that one opened sample that pertain to product code was returned for analysis. Upon visual analysis of the returned sample, a foreign matter that appears to be an excess of silicone could be observed on the needle (near the swage area). Based on the information currently available, the excess silicone was identified during the investigation of the sample received. This product issue will be addressed through quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.